Event description:
The facility reported a colleague infusion pump (uim software (B) (4) / unremediated) which shut down and could not be turned on. It is unknown when this event occurred. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.